Event description:
The report received from the affiliate indicated that approximately two years after the index procedure, the pt was admitted with angina. Coronary angiography revealed thrombus in, proximal and distal to the previously implanted cypher select plus 2.75 x 23 mm stent. The stent was implanted in the left anterior descending (lad) target lesion. The very late thrombosis was treated by balloon angioplasty. The pt did well after the re-intervention.

Manufacturer narrative:
Add'l info obtained indicated that the pt was a male. No prior medical history was provided. The pt presented for the index procedure with a diagnosis of acute infero-lateral wall myocardial infarction (mi) with cardiogenic shock. The pt also had complete atrioventricular (av) block. A temporary pacemaker was inserted. The approach for the procedure was the right groin. The lad target lesion was found to be totally occluded with thrombus at the proximal segment. The lesion was pre-dilated with a 2.0 mm balloon. A cypher select plus 2.75 x 23 mm stent was implanted at 12 atm. Intracoronary integrilin (5.6 ml) was administered after the stent was implanted. The flow post-procedure was timi 2-3. A good result was obtained. The right coronary had a sub-total occlusion in the mid segment. After pre-dilation with a 2.0 mm balloon, a liberte 3.5 x 32 m stent was implanted at 14 atm. The flow post-procedure was timi 2-3. A good result was obtained. An intra aortic balloon pump (iabp) was inserted for blood pressure support and for unloading the left ventricle. Please note that device is distributed outside the united states; however, it is similar to the united states product. The product is not available for evaluation and testing. A report received from the affiliate indicated that two years after the index procedure, the pt was re-admitted to the hospital with symptoms of angina. The pt was found to have a very late thrombosis of a previously implanted cypher select plus 2.75 x 23 mm stent in the proximal lad. The thrombosis was treated by balloon angioplasty with a good result obtained. The pt is a male of unk age with a medical history of previous mi. The pt's medical history of previous mi puts him at increased risk for mace. The pt presented for the index procedure with a diagnosis of: acute infero-lateral wall myocardial infarction (mi), cardiogenic shock, and complete heart block. As per the instructions for use (IFU), the cypher select plus stent is indicated for use for improving coronary luminal diameter in pts with symptomatic ischemic disease due to discrete de novo and in-stent restenotic lesions. The proximal lad target lesion was reported to be a total occlusion with a thrombus filling defect. As per the instructions for use (IFU), the safety and effectiveness of the cypher select plus stent has not been demonstrated in pt groups with unresolved vessel thrombus at the lesion site, and also in pts with a recent acute myocardial infarction where there is evidence of thrombus or poor flow. After pre-dilation, a cypher select plus 2.75 x 23 mm stent was implanted at 12 atm. A good result was obtained. Independent film review. "Case in context: the case contained a summary as well as a data sheet along with a single cd-rom. The cine angiogram revealed a pt who suffered acute stent thrombosis in a proximal left anterior descending stent site. He had moderate mid-right coronary stenosis on the angiogram. A successful intervention was performed with recanalization of the left anterior descending and further stent placement which lead to the wide patency of the left anterior descending. There was a diagonal branch that had thrombus at its ostium, however good flow in this vessel specifically timi grade 3 was noted. The pt originally presented with cardiogenic shock, further details were not provided (to me). Of note, the original stent placed was a 2.75 x 23 mm cypher stent. The thrombosis occurred clearly two years following the index procedure. Stent thrombosis has been documented in rare case up to two or more years following coated stent placement. The index procedure (cd/film) was not provided to me so further comment is not possible. Furthermore, info about whether the pt was still on antiplatelet therapy is similarly not included in the info provided to me." The device remains implanted in the pt and is not available for inspection. Manufacturing record (DHR) review was not possible as the sterile lot number was not provided. Based on the available info provided, there are possible procedural factors (indication for the procedure ami/cardiogenic shock), and vessel factors (total occlusion with thrombus) that may have contributed to the event. Please note that this is the initial/final report for this product.